Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 5.0mm x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.